Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a tar with inbone. A prophecy case was created for a revision but the surgeon elected to use valor nail instead.